Event description:
Reporter alleged the customer obtained a blood glucose result of 283 mg/dl at 6:30 am while using expired test strips on the advantage system. Reporter stated the customer was experiencing hypoglycemic symptoms at the time of testing so she took him to the emergency room (ER). Reporter indicated the ER measured customer's glucose to be 37 mg/dl and he was then treated with a glucose IV and admitted to the hospital. No other actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.